Manufacturer narrative:
The patient's attorney alleges that four months post implant the patient as treated for right sided nerve pain and underwent a procedure to remove the right sided mesh and repair the hernia. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. It is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original defect or a new hernia defect, however recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. This MDR represent the patient's right sided hernia. An additional MDR was submitted to represent the patient's left sided hernia. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following has been alleged by the patient's attorney. On (B)(6) 2012 - the patient underwent surgery for the repair of bilateral inguinal hernias. As reported, two bard/davol perfix plugs were implanted to repair the hernia defects. On (B)(6) 2012 - the patient was diagnosed with a recurrent left inguinal hernia and severe pain. The patient underwent surgery to remove the mesh on her left side and repair the left hernia. On (B)(6) 2013- the patient experienced severe right inguinal neuralgia. The patient underwent surgery to remove the mesh on her right side and repair her right inguinal hernia. The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs.

Event description:
The following has been alleged by the patient's attorney (B)(6) 2012 - the patient underwent surgery for the repair of bilateral inguinal hernias. As reported, two bard/davol perfix plugs were implanted to repair the hernia defects. (B)(6) 2012 - the patient was diagnosed with a recurrent left inguinal hernia and severe pain. The patient underwent surgery to remove the mesh on her left side and repair the left hernia. (B)(6) 2013- the patient experienced severe right inguinal neuralgia. The patient underwent surgery to remove the mesh on her right side and repair her right inguinal hernia. The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with direct bilateral inguinal hernias thereby underwent laparoscopic repair with implant of perfix plugs. Per operative notes, "patient had 2 bilateral hernias and the right was larger than the left side. Direct hernias were reduced and repaired with perfix plugs (device #1 & #2)." (B)(6) 2012 - patient had recurrent left inguinal hernia with severe pain and underwent laparoscopic repair with mesh removal. Per operative note, "the previous perfix plug (device #1) was felt in the deep subcutaneous tissue. The old mesh (device #1) was identified and dissected. The hernia closed and repaired in open fashion." (B)(6) 2013 - patient had right inguinal hernia, neuralgia with severe pain and underwent laparoscopic repair with mesh removal. Per operative note, "the previously placed perfix plug (device #2) was palpated and dissected." Attorney alleges that the patient had hernia recurrence, neuralgia with severe pain.

Manufacturer narrative:
The patient's attorney alleges that four months post implant the patient as treated for right sided nerve pain and underwent a procedure to remove the right sided mesh and repair the hernia. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. It is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original defect or a new hernia defect, however recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had hernia recurrence, neuralgia, pain and underwent repair with mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.